Event description:
The revolution catheter was stuck with a guidewire during a procedure.

Manufacturer narrative:
The catheter was analyzed by mfg engineering, r & d and quality engineering. The catheter is intact in that it remained in one piece with no portions determined to be missing. The monorail area was found to have sufficient material and strength in the wall as evidenced by the amount of tearing that was observed. The wire did not tear through the polyimide. The distal tip was slightly kinked near the polyimide. There are no observed process or workmanship defects on the distal tip of the catheter. It could not be determined what caused the failure, as the guide wire was not present during the investigation. No evidence was seen that would lead to conclude that the catheter was out of specification. Although there was no pt impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.